Event description:
Received report that during removal of product from the drain caddy, ats access line came free from the chest drain. No customer adverse outcome reported for this issue.

Manufacturer narrative:
Upon the completed investigation, a follow up report will be submitted. Recall initiated 11/07/2013 reference report number: 1219977-10/24/2013-005-r.